Manufacturer narrative:
Investigation: the customer provided a box containing 12 sharps containers with the incorrect lids. The lids provided correspond with a completely different product which verifies the complaint. According to the DHR review process, the result showed there were no issues reported like incorrect lids issue during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like incorrect lids issue for the same part number throughout the last twelve months. The root cause of this failure was found to be omission error (the material was incorrectly feed to the finish goods machine and the inspection to the part number and label information was omitted). H3 other text.

Event description:
It was reported that sharps coll side entry 5.4qt pearl 12/pk lids do not fit. This occurred on 12 occasions. The following information was provided by the initial reporter: material no: 305425 batch no: 0308910 it was reported that the customer had an issue that the lids do not fit.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll side entry 5.4qt pearl 12/pk lids do not fit. This occurred on 12 occasions. The following information was provided by the initial reporter: material no: , batch no: 0308910 . It was reported that the customer had an issue that the lids do not fit.